Event description:
The customer reported missed antibodies on 2 patient samples tested on galileo using capture-r ready screen lot k170. The same patient samples were tested on the echo and positive results were observed.

Manufacturer narrative:
The reactivity of the d antigen was confirmed on capture-r ready-screen, lot k170.the customer sent one patient sample for investigation testing. The sample was tested on an in-house galileo with retention crrs 4, lot k170 and using returned indicator cells. The customer?s sample showed positive reactions with the d+ cells.